Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer declined a system check with tandem technical support. Customer reverted to manual injections for insulin therapy. No further details were provided. There was no reported adverse impact to customer's blood glucose level.